Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The imaging evaluation performed by a clinical imaging specialist showed the following: two partial reconstruction radiographic images and 2 angiogram jpeg images provided for evaluation. No name, date, time stamp, or demographics on the images. Cannot manipulate the images in any way. (Window level, rotate, etc.) The 2 partial reconstruction images show thrombus within the implanted devices and a possible device disconnection. Cannot confirm if thrombus was present before the disconnection. Angiogram image shows the distal contralateral leg is disconnected from the proximal ibe device, thereby, confirming a type iii endoleak device disconnection. H6: code d12: according to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2019, this patient underwent an endovascular treatment for an abdominal aortic aneurysm and the common iliac artery aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2024, postoperative CT examination showed migration of the bridge component. Reportedly it had dislodged from ibe component. A suspect of type iii endoleak due to disconnection was also reported. On (B)(6) 2024, a reintervention was performed, and an additional stent graft was implanted as bridge to the ibe. The procedure was completed without any endoleaks. The physician reported that the bridge component was implanted in a bent and narrow site, which may have caused the device migration.